Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the device in this report was not related to the event. The device related to the event was reported in MFR report number 3004209178-2017-14991 and any additional information regarding the event will be provided on that report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. .

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient met with a manufacturer representative about a week prior to the date of this report and was told that their left implantable neurostimulator (ins) had shifted. The hcp had no other information about the issue. It was further reported that the patient was experiencing migraines for the past several weeks as well. The hcp noted that the patient always had migraines, which was the reason for getting their ins, but that their current migraine started in (B)(6) 2017. The caller was redirected to follow up with the patient's managing hcp. No further complications were reported or anticipated. Indication for use is headache.